Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 23 days ((B)(6) 2022 per timestamp). No external power alarms were active on (B)(6) 2022 from 07:03:08 ¿ 07:03:15 and were coincident with a loss of ac power while the controller was connected to the mpu. The alarms cleared once power was restored. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 21mar2022 stated that the mobile power unit (mpu) has a v-lock connector, the ac power cord did not come loose from the wall nor the outlet, there may have been an environmental circumstance that caused the alarm, and the mpu will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no external power events while connected to the mobile power unit on (B)(6) 2022.